Manufacturer narrative:
The field service engineer found kinked tubing and discovered the system was losing water. The water was dripping from the broken tubing into one of the aliquot tubes. The tubing was replaced. Product labeling states, "visual check of the syringe and pipetting function during rinsing: after starting operation the dilutor syringe comes into action and it rinses the tubing system with fresh system liquid. Make sure at this point that the liquid is correctly dispensed by the pipetting unit and that you cannot find any drop formation. The liquid jet from the pipette must point vertically downwards and may not show any dispersion. When the dilutor syringe stops pumping system liquid into the tubing system, then the jet of liquid must interrupt immediately without still dropping liquid or showing drop formation at the top of the pipette." The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 na and k results for five patients with aliquot sample tubes in comparison to primary sample tubes when processed by the cobas p 612 pre-analytical system. The na and k results from the aliquot samples were not reported outside the laboratory. The customer performed testing with the primary tubes. The roche analyzer used for na and k testing was requested but not provided. Refer to the all patient data.